Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died seven months post implant. It was further questioned by the patient's family "I just want to know why the device didn't do anything if it was supposed to do something". The cause of death has been requested and not received.